Manufacturer narrative:
Date of event: the exact event date is unknown. Initial reporter phone: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted on (B)(6) 2021. The patient stated that he is unable to fully inflate the device because the pump is hard. The patient visited his implanting surgeon who assessed the device, according to the patient his dr. Could not inflate the device without causing him pain. The dr. Suggested more practice with the device.